Event description:
It was reported the patient presented in clinic for follow up. Upon review it was noted that the right ventricular lead was oversensing noise. X-ray confirmed externalized conductors. The lead was explanted and replaced. The patient was in stable condition.